Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by pd catheter draining issues. The cause of and the treatment for the peritonitis was unknown. The patient was hospitalized for five days for the peritonitis. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics (doses, frequencies, routes and durations were not reported). The patient's pd catheter was removed due to the draining issues and due to the peritonitis (date unspecified). On an unreported date, the patient was transferred to hemodialysis performed three times per week. On an unreported date, the patient was fully recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.